Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturer location was documented as (B)(6) pt & c (ch) in the initial report. The location has been updated to synthes (B)(4) (B)(4) ((B)(6)). Contact office name/address have been updated accordingly to reflect the corrected manufacturing facility. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and it was determined that the motor of the device had seized, jammed, and was moving heavily. It was noted that the device had no function. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure it was observed that the small battery drive device was not working properly. It was noted that the device was working very slowly. It was reported that new batteries were inserted with the same result. It was not reported if there was a delay in the procedure due to the event. It was reported that an unspecified spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.